Manufacturer narrative:
On september 29, 2025, the mentor failure analysis lab received the device for evaluation. On october 7, 2025, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Primary UDI number has been updated to "(B)(4) under field d4 on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 27, 2025, device information was received as well as mentor was made aware that the devices were discarded and patient received non mentor replacement devices on august 20, 2025. Hence, following information under corresponding fields have been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant". - field d4 for catalog number has been updated to "3504001bc". - field d4 for lot number has been updated to "7469973". - field d4 for serial number has been updated to "(B)(6)". - field d4 for unique identifier( UDI) has been updated to "(B)(4)". D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. - type of investigation under field h6 has been updated to "device discarded". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 4, 2025, mentor became aware that the patient also experienced left side device migration in addition to bilateral capsular contracture, and right-side rupture. Reason for device explant and/or reoperation: left device migration, and capsular contracture; baker grade unknown. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 68-year-old female patient underwent breast surgery with unknown size unknown gel implants on both sides and experienced breast implant rupture, and capsular contracture, baker grade unknown on her right side postoperatively. As a result, the device was explanted on (B)(6) 2025. On (B)(6) 2025, mentor became aware that the both devices were explanted. Hence, left side capsular contracture is being reported separately in addition to right side capsular contracture; baker grade IV and rupture. Should more information become available, this case will be re-assessed and supplemental report will be submitted. This medwatch report is for the patient¿s left-sided device.